Event description:
It was reported the right ventricular (rv) lead had noise. Also, the rv lead had some oversensing so was programmed unipolar and then it had been found with poor impedance. During the lead revision, it was observed that the right atrial (ra) lead had an insulation breach. Also, when the rv lead was disconnected from the device the lead insulation separated. The rv and ra leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the partial lead was returned in segments, analyzed and no anomalies were found. It was noted that all conductors were stretched, there was blood/body fluid on all conductors (not obstructed), the outer insulation was kinked/buckled, all insulation was torn, the outer insulation had a cosmetic depression, there was apparent explant damage and the lead was stretched. The analyst commented that there was severe explant damage. It was unable to determine any insulation damage or electrical anomalies related to the complaint due to the severe explant damage. (B)(4) - the partial lead was returned in segments, analyzed and the outer insulation was breached cut. It was noted that all conductors were stretched, there was blood/body fluid on all conductors (not obstructed), the proximal conductor fractured from overstress, all insulation was torn, the outer insulation was torn, the outer insulation had a cosmetic depression, there was apparent explant damage and the lead was stretched. The analyst commented that there was severe explant damage.